Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) has been completed. The reported problem (unable to hold a charge) has been confirmed. Upon investigation the battery was unable to power on a monitor but was able to charge. After charging the battery was able to power on a monitor. There was liquid contamination damaging the pca. The cause for the failure was isolated to the contaminated battery. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery.

Event description:
A zoll distributor returned battery (B)(4)to report that the battery was unable to hold a charge.